Manufacturer narrative:
The customer's reported complaint was confirmed during functional testing. Based on the information reported and platform evaluation, the root cause was attributed to the drive shaft not being at "home" position. Per the autopulse user advisory guide, user advisory error messages are designed into the platform when one of several conditions is detected. User advisoty (ua) 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Functional evaluation of the returned autopulse platform was unable to be performed as ua45 error message was observed upon power up, therefore confirming the reported complaint. The drive shaft was rotated to home position to remedy the reported complaint. Additionally, the power distribution board (pdb) were replaced per routine service procedure and the damaged parts observed during visual inspection were also replaced . Load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. Final testing was performed and the platform passed functional testing and there were no faults/errors found during testing. The autopulse platform has passed all the testing and meets all required specifications a review of the platform archive was performed, and no discrepancies were observed. A visual inspection of the platform was performed and found the blue case and short black covers were damaged. The autopulse platform is a reusable device and was manufactured on 02/21/2012. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. In addition, the functional testing of the returned battery was performed; the battery was placed into test multi-chemistry battery charger, the battery was successfully charged without any fault or error. The battery status was checked with 4 green leds lit up indicating that the battery is fully charged. Note that the battery has exceeded its expected service life of three years from its date of manufacture. However, it is fully charge and can be used in the autopulse. Battery manufacturing date it 2013-01. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the customer had an issue to insert the lifeband. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other information was provided.